Manufacturer narrative:
This MDR is related to the ge healthcare complaint number. The ge service rep replaced the gib pcb and fluoro function pcb. The system operates as intended.

Event description:
The customer reported that the system would not fluoro.